Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The cse observed a hydraulic fluid leak at the o-ring gasket of the hydraulic pump/reservoir and replaced the o-ring. The cse replaced the trendelenberg cylinder and the dual counter balance valve, and filtered / bled air from the hydraulic system. The cse then performed drift testing to verify proper function of the table. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2020, the customer observed the ort200 table drift in the reverse trendelenberg function. There was no patient involvement.